Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite. The ventilator has 9391.6 hours/no flow. Bypassed blender and humidity, the unit ran. Adjusted mean to 20.4 amplitude to 72 with out issue. The unit passed patient circuit calibration within specification at 40.1 cmh2o. The unit was returned to service. Informed biomed that the blender was bad. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is not oscillating. As of this time there is no information about patient involvement associated with this reported event.